Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the bone cement injector fractured during surgery causing a one hour delay.